Event description:
It was reported that during a carotid artery stenting procedure, the stent did not fully appose. The lesion was located in the calcified right carotid artery. The carotid wallstent 10x24mm was advanced to the lesion and implanted. The stent was post dilated with an unspecified device. The stent "did not open wide enough." The procedure was completed with another manufacturer's 7x40mm stent. No patient injuries or complications were reported. The patient condition is reported as "fine."

Manufacturer narrative:
(B) (6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).